Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (damage) issue. The reporter stated that the pump battery compartment was cracked and the battery cap threads were stripped. The pump allegedly could not hold power. This pump has not been in use since 2007. The alleged power issue was reported to animas during troubleshooting for a separate issue with the user¿s other pump that was in use at the time of the complaint. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 03/17/2015-device evaluation:the pump was returned and evaluated by product analysis on 05/05/2009, and the procedure for testing left the pump in a condition that made adequate investigation of the power issue complaint impossible; however, the following findings were available:animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. During a visual inspection of the pump, the battery compartment was observed to be cracked. No damage was found to the battery cap.